Event description:
It was reported that two ilet insulin pump cartridges leaked on consecutive nights, with the latest leak wasting a full cartridge and resulting in a blood glucose level over 400 mg/dl; the event involved a device problem of cartridge leaking associated with the cartridge component, and the user received troubleshooting and education with replacement supplies arranged. Symptoms included hyperglycemia. Outcomes included transient impact on glucose control that resolved after the user changed supplies and blood glucose regulated. Investigation included complaint handling with collection of lot information and user-reported details. Investigation of this case revealed no further issues once the supplies were changed. It was concluded that the event was consistent with hyperglycemia due to a leaking cartridge, with resolution after replacement supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.